Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) instructed the site to manually realign the endoscope; following this action, the issue was resolved, and normal functionality was restored. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause can be attributed to improper user setup, specifically related to the endoscope installation on the sterile adapter.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the 30-degree endoscope plus's image turned upside down. The tse had the customer realign the endoscope to resolve the issue. The procedure was completed as planned with no reported injury.